Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels around 300 (mg/dl) despite administered boluses. Customer changed supplies and administered an insulin injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended.